Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and additional information. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility on (B)(6) 2019, observed the facility¿s reprocessing practices and provided an in-service training. The ess reported that the customer was missing beside suction customer did not have suction in their cleaning room for the tjf-q180. The ess recommended that the customer get a suction pump in cleaning room. In addition, the ess reported that the gastro-intestinal central processing department (gi/cpd) coordinator reported that there was not a positive patient culture reading. The device was returned to the service center for evaluation. A visual inspection was performed on the received device using an olympus boroscope. The instrument channel was inspected and found kinks and black stains inside the channel from the bending section side. The suction channel was inspected and no marks, stains, or foreign material was noted. The device image was checked and was found to be normal. The scope passed the leak test. Based on the evaluation findings, the most likely cause for the device positive culture is related to the maintenance of the device. A review of the instrument history was reviewed and showed the scope was purchased on (B)(6) 2014 and was the last returned for service/repair for service was june 11, 2019.

Manufacturer narrative:
This supplemental report is being submitted to respond to FDA request re:MDR report 2951238-2019-01150 and 8010047-2019-03540_olympus internal reference: (B)(4)_device information: tjf-q180v evis exera ii dueodenovideoscope. ¿we recently received two reports (2951238-2019-01150 and 8010047-2019-03540) from your firm regarding the same user facility- boston medical center. We¿d like your help to clarify a few questions:¿ are these two reports referring to two unique events? Olympus response: MDR #2951238-2019-01150 and MDR #8010047-2019-03540 represent one single event reported from (B)(6). MDR# 2951238-2019-01150 was reported on behalf of the importer: olympus corporation of the americas. MDR#8010047-2019-03540 was reported on behalf of the manufacturer: olympus medical systems corporation. What type of culture did patient tested positive? And for what type of organisms? Olympus response: on october 10, 2019, the olympus endoscopy support specialist met with the (B)(6) gastro-intestinal central processing department (gi/cpd) coordinator who reported there was not a positive patient culture reading. The gi/cpd coordinator further reported the scope culture showed signs of growth deemed low-risk microorganisms by the infection control team. The scope re-culture was negative for microbial growth.

Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event and was informed that the cpd is withholding information and will not confirm if there was a positive patient culture. In addition, an endoscopic support specialist (ess) was dispatched to observe the reprocessing techniques of the technician who reprocessed the subject scope. To date, the ess visit has not been finalized. The device was returned to olympus and is pending evaluation. A review of the instrument¿s history was performed and showed the scope was last returned for service on june 6, 2019 due to an elevator issue.

Event description:
The service center was informed that a patient cultured positive for an unknown organism. The user facility reported that the scope used was cultured twice. The first culture came back positive for microbial growth (organism unknown). The second culture was negative for any microbial growth. The patient¿s course of treatment is unknown.